Event description:
Related manufacturer report number: 2017865-2022-02519. It was reported that during implant that the right ventricular (rv) lead had high pacing impedance and high defibrillation impedance. After disconnecting and reconnecting the rv lead from the implantable cardioverter defibrillator (ICD), only high defibrillation impedance was noted on the rv lead. It was also noted that pacemaker mediated tachycardia (pmt) occurred on the ICD. Both the ICD and rv lead also exhibited crosstalk. Defibrillation threshold (dft) testing was performed and the rv and ICD did not convert the patient; rhythm was converted with external defibrillator. After dft testing, the defibrillation impedance was found to be in range. When dft testing was performed again, the patient was able to be converted. The physician elected to complete the procedure without a replacement. The patient condition was stable.